Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery life. Customer was sent a battery cap. Customer stated that the incident first occurred on (B)(6) 2014. Customer is calling a second time regarding a low battery. Customer stated that the battery cap did not resolve the issue. Customer stated tha the battery did not last more than one week. Customer stated that he is changing the battery ever 2 to 3 days. After putting in a new battery, the battery gauge goes into 1 bar and at this time, he changes the battery. Customer mentioned having sensor issues. Insulin pump will need to be replaced. No further assistance required.